Manufacturer narrative:
Evaluation: results - shelf live exceeded, (failure to follow instructions) - device was used past the label use by date. (User/device interface) - device was used past the label use by date. (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: (user error contributed to event) - device was used past the label use by date. (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿severe calcification and 95% stenosis. Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe calcification and 95% stenosis. Inherent risk of procedure ¿ (deformation). (B)(4).

Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent at severely calcified lesion at lcx with 95% stenosis but the device could not pass. The device was removed. It was noted that the device which could not cross was used after the expiry date. The procedure was completed with another endeavor resolute drug-eluting stent. The patient appeared ok after implantation. Please note that this device endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity

Event description:
Evaluation summary: the stent was slightly expanded and had moved distally, partially overlapping the distal marker band. Some segments were raised and deformed. Crimp impressions were evident on the exposed proximal portion of the balloon.